Event description:
It was reported that on (B)(6) 2021, the speedarc compression implant kit insertion handle was misaligned. The staple was loaded off center. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for (1) speedarc compression impl kit 11x12x10. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.